Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. As a lot number is unknown for this incident, a device history record review cannot be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: no sample, no lot - not investigated - closed at dchu.

Event description:
It was reported that connecta plus3 white pegs ruptured during use and air entered the tube causing the clogging of the venous kettle embolus. The following information was provided by the initial reporter: during the patient's hemofiltration treatment, the connecta ruptured, causing a large amount of air to enter the hemofiltration tube, causing the clogging of the venous kettle embolus, causing the hemofiltration treatment to fail to meet the expected time and disembark early. The sample was contaminated with blood and was discarded directly. No photos were taken, and the batch number information is also unknown. The hospital claimed about 1,200 yuan for related losses and hoped to be compensated. Therefore, there is a risk of product discontinuation.